Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor was found faulty. However, no additional info of the repair has been disclosed.